Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was successfully implanted for the treatment of an abdominal aortic aneurysm in a patient in 2001. It is reported that the pt had excessive tortuosity and calcification and a right common iliac aneurysm. The pt had a history of ankylosis spondylitis (vertebra frozen in a flexed state). It was reported that the hospital did not stock a lunderquist wire. The physician inserted the bifurcated stent graft into the patient's iliac artery without a femoral sheath. It was recommended to the physician to use the brachial-femoral approach with this patient. While the operating room team was preparing brachial access approach, the physician inserted a 16 french dilator and then a 22 french sheath into the patient's external iliac artery; however, the external ilac artery ruptured. It was reported that the patient's blood pressure dropped and the pt was given blood products. The pt was converted to open surgical repair without complications. It is reported that the pt is fine and there is no additional clinical sequelae reported relative to the event.